Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve procedure, the handle did not fire the second reload. A new handle was used to resolve the issue. There was no patient injury.